Event description:
Allegedly, the plate broke after partial weight-bearing.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the packaging insert. This report will be updated when the investigation is complete.